Event description:
Initial report from clinic notes was that a patient was experiencing an increase in seizures described as "little ones", brief staring, and eye deviations lasting 5 to 10 seconds and was referred for battery replacement. No known surgery has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Further information was received from the physician's office that the patient was not experiencing an increase in seizures. The patient underwent generator replacement due to low battery.